Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced low blood glucose levels. The customer's blood glucose level was 40 mg/dl at the time of the incident. The customer treated with food. The customer stated that when they treated the low blood glucose levels they over treated and their blood glucose spiked over 500 mg/dl. The customer did not mention any symptoms. It was unknown if auto mode was active during the event. Customer declined low blood glucose troubleshooting. The insulin pump will not be returned for analysis.